Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the user experienced a low blood glucose of 3.9 mmol/l. The user alleged the insulin pump was over delivering insulin due to low blood glucose. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with constant pump error 38 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and delivery accuracy test or confirm displacement anomaly due to pump error 38 alarm.